Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was done with two prostyle devices using the pre-close technique prior to an interventional cardiac ablation procedure using an 8f sheath. Reportedly, a first prostyle was pre-placed without issue; however, after deploying a second prostyle, the suture wouldn't detach from the suture bearing. Eventually, the suture detached from the suture bearing on its own and the suture was successfully pre-placed. Upon removal of the device, the suture bearing was noted to be broken and then separated outside the patient anatomy. The sheath was upsized to 23f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.